Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one partial suture and one broken needle attached. The needle was received broken and a part of the needle was tip was split. Upon microscopic inspection, normal crimp and swage marks were observed on the needle. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure in the muscle flap, while performing a running stitch the needle of the suture broke. Another suture was used by the patient to resolve the issue. There was no patient injury.